Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during gs op, customer tried to pre-test but the clip was jamming.

Event description:
It was reported that during gs op, customer tried to pre-test but the clip was jamming.

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample appears typical. The stapler was received with 23 staples left in the cover block indicating that at least 12 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form but was unable to release from the device. Another attempt was made with the same result. The stapler was disassembled. A functioning lab inventory visistat stapler was disassembled and the anvil from the functioning lab I nventory stapler was inserted into the returned sample and the stapler was reassembled. Upon engagement of the trigger, the sample fired properly. Next, the anvil from the returned sample was inserted into the lab inventory stapler. The stapler was reassembled and the trigger was engaged. The lab inventory stapler fired properly. The anvil from the returned sample was inserted back into the returned sample and the stapler was reassembled. The trigger was engaged and this time, the staple fired properly. This was repeated four times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin foam pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. It could not be determined what prevented the first two staples from releasing. No other defects or anomalies were observed. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it could not be determined what caused the complaint issue. Teleflex will continue to monitor and trend on complaints of this nature. The reported complaint of "staples jamming" was confirmed based upon the sample received. Upon functional inspection, 2 of the remaining staples were unable to release from the device. No errors could be found in the assembly. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The staplers are 100% inspected for firing at the time of manufacturing assembly. It could not be determined what prevented the two staples from releasing. Teleflex will continue to monitor and trend on complaints of this nature.